Manufacturer narrative:
A return request was made for this device and it was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The memory log revealed that the device was interrogated on the date of implant but was never taken out of storage mode. In storage mode a device cannot do any lead impedance measurements. An interrogation of the device in analysis revealed that no lead impedance measurements were done. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant due to a high shock impedances >125 ohms. No adverse patient effects were reported. A new device was successfully implanted.